Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. He was first hospitalized on (B)(6) 2016, then, a week later, went back. The caller stated that customer had aspirating pneumonia, which contributed to his death, however they don't know what is the cause of death per death certificate. The customer became ill two to three months prior to death. His blood glucose always fluctuated; highs, due to some medications and lows while using the pump. The caller stated that the customer was supposed to have more training on the insulin pump, but due to hospitalization had to cancel it. He was using just the basals. Towards the end it was more on the low side. He was not eating. He had candidiasis along esophagus. The caller did not know her customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected at the time of first hospitalization. The caller declined returning the insulin pump.